Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, preceding/simultaneous bone augmentation, mobility. Functional overload 2-3 years after osseointegration. Same patient as (B)(6).